Manufacturer narrative:
Unable to prime during prime alarm test due to faulty issue with an electrical component on the circuit board . Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Pump passed displacement and basic occlusion tests. However noisy motor was noted during testing due to faulty motor. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received no delivery alarms during manual primes. Customer's blood glucose was 125 mg/dl. Troubleshooting found insulin was not able to exit from the tubing. It was found insulin was able to exit from the tubing with a push plunger. It was also reported the insulin pump did not alarm no delivery with a manual prime. Customer was advised the alarm may be caused by an issue with the infusion set. No additional information provided.